Event description:
Additional information was provided by the customer: the issue occurred during a therapeutic procedure. The procedure was completed with no surgical delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5,d8,d9,h2,h3,h4,h6,h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, no new findings were confirmed, and the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the rigid video scope exhibited poor image. There was no report of patient harm or user injury associated with this event.